Event description:
It was reported by a customer in the USA that, during patient use, the 840 ventilator failed to trigger breath. There was no patient injury reported. Although requested, there is no additional information available.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and was unable to duplicate the reported malfunction. No parts were replaced. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. (B)(4).